Event description:
The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact. The lead set was replaced to resolve the issue. The lead set was scrapped and not available for eval. We will consider this a lead set malfunction where v2 lead ECG could not be acquired.